Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported problem. The root cause investigation is in progress. The root cause of the reported condition of peritonitis is undetermined.

Event description:
The following information was received from global pharmacovigilance (gpv) and is a solicited report by a physician from (B)(6) of bacterial peritonitis in a patient, coincident with extraneal viaflex and physioneal 40 unknown bag therapies (lot numbers not reported). On (B)(6) 2011, the patient experienced an acute peritonitis. The patient was treated with vancomycin ip and ceftazidime ip with good evolution during the first 48 hours. The physician assessed the peritonitis as related to the corynebacterium amycolatum. On (B)(6) 2011, the peritonitis resolved. Extraneal and physioneal therapies were ongoing. A causality assessment was not provided for the peritonitis in relation to the extraneal and physioneal therapies.